Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented during follow-up in clinic. Upon interrogation, the patient¿s right ventricular (rv) lead exhibited high capture threshold, high pacing impedance and r-wave amplitude variation. The rv lead was capped on (B)(6) 2019. It was noted that the chronic atrial lead was capped as well and the patient was implanted with a new system on the right side due to subclavian vein occlusion. The patient was stable.